Event description:
We came onto shift and had been told the feed bag had to be changed over night because the feed bag was leaking. When the nurse went to give tylenol, she noticed the blue cover for the covidien pump was off and the feeding tubing was broken off in the casing (the roller part, close to what is labeled number 2 on the covidien pump). We thought it may be an issue with the pump itself causing the feeding tubing to break, so we switched out the pump with a new bag, and the same thing happened not more than five (5) minutes later with the new equipment. The bag seemed to be the issue. So between us and night shift, 3 bags were broken. The lot number is 223530158. I alerted materials management, and let them know so we could get a new feed bag with a new lot number.